Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reports that they are having problems with their implant as it is not stimulating like it was. The patient is getting a lot of pin prick like tingling in their fingers. Even when they turn it up they are not getting the same effect as before. They noted that their wrist are swelling up and that if they turn the stim up any higher their arm will shake like it did prior to the implant. The patient states that this occurs daily non-stop. The patient mentioned that they had a motor vehicle accident last year and had an x-ray last month. The patient only has one program (program 1 at 1.3 volts) and went to their doctor on (B)(6) to have their stimulation adjusted but the doctor didn¿t know how. A manufacturing representative (rep) was notified so that they could assist the patient. The patient was implanted for complex reg pain syndrome type ii and spinal pain.